Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling during a procedure on (B)(6), 2009. According to the complainant, post-procedure, the patient experienced complications (specifics unknown).all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.